Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 446 mg/dl at the time of incident and the blood glucose of the customer was 500 mg/dl at the time of call. Customer treated with manual injection. Customer experienced symptoms such as blurring vision. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging possible insulin pump under delivery. Troubleshooting was performed. The insulin pump passed displacement test. The customer declined high pressure test. The insulin pump will not be returned for analysis.